Event description:
It was reported that approximately 2 months after implant the patient reported blacking out and that the device did not go off due to faulty wiring. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).